Event description:
It was reported that when using the bd pyxis¿ medbank tower, the device application glitched. Users experienced issues logging into the cabinet, and the medbank application appeared unstable. An application restart was attempted, but the issue persisted and the login screen remained glitchy. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application glitching. A technical support specialist (tss) determined the issue was caused by an interrupted software update, re-applied the update and confirmed the medbank application displayed correctly and functioned as expected and resolved the issue. The system functioned as intended after the technical support specialist investigated the device.